Event description:
It was reported that polaris ultra ureteral stent was to be used during a posterior exenteration and low anterior resection of the rectum procedure. During preparation, while attempting to remove the suture, the stent broke into three parts. The procedure was completed with another device and there were no patient complications reported.

Manufacturer narrative:
Device code a0401 captures the reportable event of stent shaft break.